Event description:
It was observed that during the device evaluation, the subject device exhibited the following: distal fiber breakage, scratches on distal edge objective frame, cracks on the side of video connector, and the image is out of field view. There was no patient involvement.

Manufacturer narrative:
The device evaluation found the following additional findings: there was distal fiber breakage, scratches on the distal edge objective frame, cracks on the side of the video connector, and the image out of field view. A device history review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, the most probable cause of the device malfunctions is attributed to component failure. However, a definitive root cause cannot be identified. Olympus will continue to monitor field performance for this device.